Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 150-168 mg/dl. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed and insulin deliveries were resumed.